Event description:
A caller reported an error with a continuous glucose monitor (cgm), which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting their pump, after which the error did not reoccur, and the customer successfully resumed their sensor session.